Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating a device malfunction. The device's battery lugs were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown)during a med flight, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.